Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was found to have a frayed grip cable at the distal end. The procedure was completed with no reported injury.